Event description:
A technician reported a patient with an unexpected postoperative refraction, decreased near and blurred vision following bilateral intraocular lens (iol) implant surgery. In a follow-up, it was reported that no further surgery will be done and that the event will resolve without treatment. There are two medical device reports for these events. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/30/2009 and 04/14/2009 by phone, fax, and mail. A completed questionnaire was received on 04/21/2009. This report was mailed to FDA on: 04/24/2009.